Event description:
It was reported that an x-ray revealed an incorrect connection between the pulse generator and right ventricular lead. The physician opened the pocket for a revision. During the revision, the lead could not be extracted from the pulse generator connector. The pulse generator and lead were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The pulse generator was returned with the lead inserted and secured into the ventricular chamber. A 2 mm broken torque wrench tip was found inside the ventricular hex inset, pre- venting wrench insertion. As a result, the setscrew could not be removed. After the broken wrench tip was removed, a torque wrench could be inserted and the setscrew removed and actuated up and down. Visual inspection showed that the torque wrench tip was broken during setscrew tightening. Measured data indicated that all parameters were normal.